Manufacturer narrative:
Correction to fields: b5: describe event or problem, d5: operator of device, h10: additional MFR narrative.

Event description:
It was reported that during the implant procedure, this dual chamber pacemaker exhibited oversensing on the right ventricular (rv) lead with pacing inhibition of less than two seconds. It was suspected the noise was related to air bubbles. The physician removed the lead, re-burped the rv port, and re-inserted the lead. This resolved the issue. The implant procedure was successfully completed and the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the right atrial and right ventricular channels were consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that two days post generator change this dual chamber pacemaker exhibited oversensing on the right ventricular (rv) lead with pacing inhibition of less than two seconds. The right atrial (ra) lead and right ventricular (rv) leads are chronic and a connection issue with the device header and lead setscrew believed to have contributed to the oversensing seen on the rv channel. Surgical intervention was taken to open the device pocket and disconnect/reconnect the ra and rv leads to their proper port channels, ensuring a stable and secure connection. Since this revision procedure, no oversensing has been noted. The device system remains in service. No additional adverse patient effects were reported.